Event description:
The international customer reported the ventilator was alarming safety valve open (svo) during checkout. The customer reported the expiratory filter that was in use on the ventilator was found to be blocked with secretions. The pressure tolerance of the filter was not tested. The customer reported the expiratory filter was replaced to correct the reported problem. When the filter in use on this ventilator became occluded, it alerted the user with an occlusion-svo alarm/message. When an occlusion is detected during normal ventilation, the ventilator will open the safety valve which allows the patient to breathe through the system. When the safety valve is open it is accompanied by an alarm and a message in the display. This is being reported due to user error in maintenance of the filter. Filter replacement must be performed per manufacturer recommendations and specified intervals. There was no malfunction of the device or the safety valve.